Event description:
A 2.25 mm diameter x 18 mm length micro driver otw coronary stent delivery system was inserted into a patient for the treatment of a svg to distal lad lesion. The lesion morphology was reported as moderately tortuous. The micro driver stent delivery system was inserted to the lesion site. The device was inflated to 12 atms and held pressure for 15 seconds prior to a rapid pressure loss. The device was inspected prior to use and no issues were noted. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation summary: medtronic has received the device and its analysis has been completed. The stent was not returned. Negative purge was performed on the returned device resulting in a constant stream of bubbles being pulled into the syringe. Evaluation of the returned device has confirmed the presence of a nick/cut in the outer shaft located 21.7cm proximal to the balloon bond and 8.4 cm distal to the trans bond on the outer shaft. The cut originates on the proximal side and runs proximal to distal along the outer shaft. Visual inspection of the shaft and bending of the shaft facilitated the opening up of the cut showing that there was a hole in the outer shaft. This confirmed that the cut in the shaft as the leak site. It appears most likely that the device conformed to the curvature of the vessel in reaching the lesion, post inflation of the balloon/stent, the pressure within the shaft, contributed to the cut in the shaft opening up, resulting in the rapid pressure drop.